Event description:
According to the reporter, during a laparoscopic robotic procedure, the device produced a poor staple formation, a staple line incomplete and had a positive leak test. The staple line was over-sewed to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.